Event description:
The customer reported falsely elevated glucm glucose modular results for four patients involving unicel dxc 600 synchron system. Subsequent testing of the patient samples recovered lower results. The elevated results were released out of the laboratory. Amended reports were issued. There has been no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered a slightly crimped glucose module tubing under the heater plate. The fse replaced the glucose module and resolved the issue. The unit conformed to the manufacturer's published performance specifications.